Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 544-545 mg/dl and 1.7 mmol/l ketone level. The customer reverted to an alternate pump and administered manual injections to address bg. The customer's diabetes educator alleged that bg was due to pump not delivering insulin, the customer alleged that bg may have been caused by an unknown cartridge issue. A system check was performed and no issues were identified.